Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause of the falsely elevated troponin I result was misalignment of the r1 probe. A co field service representative was dispatched to the account and corrected the malfunction. The instrument is operating within specifications.

Event description:
A falsely elevated troponin I result of 0.97 ng/ml was obtained on a patient sample. The result was not reported to the physician. The sample was retested on a alternate analyzer and a result of 0.00 ng/ml was obtained. Patient treatment was not prescribed or altered, and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was misalignment of the r1 probe.